Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The rear end of the sled was visible at the 0.8cm cut line. The jaw of the reload was open. Staple pushers were visible at the 0.5cm cut line. Received seven staples were malformed staples. It was reported that there was a poor staple formation and the staple line was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (sn:unknown) sigpshell, sig power sigpshell control shell, (lot #unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn:unknown) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #p3j0897) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic ileal resection, when being used in the lumen of the third anastomosis with the third reload in functional anastomosis, poor staple formation was observed approximately two cm from the tip. The firing was until the end but some staples were missing along the staple line. The staple line was incomplete distally. The surgeon used slow firing mode and did not feel any issue during firing. The incision was extended for more than one inch. A new set of powered stapler was used for additional resection.